Event description:
The customer questioned nonreactive architect anti-hcv results for a donor patient. On (B)(6) 2021: architect anti-hcv result of 0.16 s/co (nonreactive). On (B)(6) 2021: architect anti-hcv results of 0.09 and 0.15 s/co (nonreactive). On (B)(6) 2021: architect anti-hcv result of 12.7 s/co (reactive). Diasoin liaison xl anti-hcv method generated reactive results. Confirmatory testing did not produce a clear interpretation with only one intense c1 band present. Results for this patient were formally interpreted as a past hepatitis c infection. The customer requested assistance with interpretation of the results. It is unclear whether the anti-hcv results are false nonreactive as the confirmatory test is questionable. No impact to donor or patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Ticket search by lot and sensitivity testing could not be performed since the lot number is unknown. Labeling was reviewed and found to adequately address the issue under review. Review of the statistical process control (spc) chart for list number 06c37-28 shows that the mean s/co values of the positive control are in the normal range for the reagent lots shown in the spc chart. Also, there is no trend for increasing or decreasing positive control s/co values for the reagent lots shown in the spc chart. Based on the investigation, no deficiency for architect anti-hcv, list number 06c37-28 was identified.